Event description:
On (B)(6) 2013, during an anterior cervical fusion temporary fixation screw insertion, the extraction screwdriver tip of inner shaft broke off. The tip was retrieved. The procedure was completed without patient consequence. Both screwdriver and fragmented portion were discarded by the facility.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. A manufacturing and/or product investigation could not be performed as no product was received.